Event description:
A malfunction was reported on the customer's pump, identified by malfunction code 12. There were no adverse impacts to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.